Event description:
The customer observed bent vent needles on the cell-dyn sapphire hematology analyzer. The customer was advised to remove and clean the aspiration assembly, check belt tension, aspiration and vent needle movements. The customer stated vent needles required replacement more frequently. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.